Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal superficial femoral artery that was moderately calcified. The vessel was dilated to 5.5 mm. Two supera stents were deployed in the vessel however the nose cone of the supera 5 x 20 6fr 120 cm became detached during retraction and after stent deployment. There was no resistance during retraction. The nose cone remained on the wire and was able to be successfully retrieved under fluoroscopy. It was reported that a 6fr destination 45 cm sheath was used and it was confirmed under fluoroscopy that the stent emerged from the sheath and was fully released. Minor waste was noted due to calcification. The thumb slide was fully retracted to the start position and both the system and deployment levers locked prior to removal. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Part number changed from se-05-020-120-6f to se-05-100-120-6f. Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. The investigation was unable to determine a conclusive cause for the reported separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.